Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line at the time of the alarm. The home pt stated that they left the clamps open on the two unused supply lines. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed with manual exchanges. No pt injury was associated with this incident, per the home pt. The home pt will be started on prophylactic antibiotics today (medication and dose unknonw), per the home pt's nurse.